Event description:
Boston scientific crm received information that during a device explant procedure for normal battery depletion, it was discovered that the right atrial (ra) lead had an insulation breech and a possible fracture. The ra lead exhibited noise and high impedance measurements. It was unknown if the lead was possibly damaged during the device explant. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular lead exhibited elevated pacing thresholds and loss of capture. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.